Event description:
It was reported that while transporting the patient, the ventilator would not alarm for low o2 pressure when the o2 value was set and the o2 source was not connected. No patient harm reported.